Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at tubing on (B)(6) 2025. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4. E1: patient city: (B)(6). Patient country: united states.